Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported flap was not complete, after laser assisted lasik flap procedure. Additional information has been requested.

Manufacturer narrative:
There were no technical services requested and there was no further information provided by this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. The root cause of the reported events cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).